Event description:
The pt was implanted with an ipg on (B)(6) 2004. It was reported that she observed the low battery warning in (B)(6) 2010 and lost stimulation shortly thereafter. In an effort to resolve this matter the pt's ipg was replaced on (B)(6) 2010. Follow-up on the pt found that she is doing well and effective stimulation has been recaptured. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.